Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the device evaluation, service found the charge coupled device (ccd) unit was damaged. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the ccd unit. - sliding error of movable l-range that occurred in the zoom scope. - image occurred within the allowable range. - damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: ·operation manual. - inspection of the endoscopic system. ·operation manual. Important information ¿ please read before use. .- warnings and cautions. During the device evaluation, service confirmed a leak in the instrument channel due to buckling and deformation of the channel tube. The instrument/forceps channel port was dented due to physical stress. The distal end cover had discoloration due to handling and wear. The suction cylinder was dented. Switch 1 was damaged, and switch 2 had a pinhole, due to physical stress. Due to wear of the angle wire, bending angle in the up direction was out of specification. The light guide lens was chipped. The logo on the insertion tube was missing. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer sent the subject device to an olympus service center for evaluation with a report that the instrument channel was leaking, the distal end cover was yellow and dirty, and the angle was insufficient. The issues were found during an unspecified procedure. There was no patient or user injury reported. During inspection and testing of the returned device, service found the image displayed was blurry. This report is being submitted for the malfunction (blurred image) found during the evaluation of the device.